Event description:
The customer reported via phone call that the insulin pump was dropped on tile floor, and the knob in the middle of the belt clip broke off. The customer's blood glucose was 125 mg/dl. Upon troubleshooting, the customer reported that the insulin pump passed the self test and failed the displacement test twice. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.